Event description:
It was reported that the customer's insulin pump alarmed. The blood glucose reading was 162mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the mother that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose/protruded drive support disk. The device was received with cracked case at the display window corners.